Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom of the insulin pump came off. As a result the customer was hospitalized due to high blood glucose levels. The customer could not find the insulin pump. The customer stopped using the insulin pump 6 to 7 months ago. Customer's blood glucose level was not reported. The device was not returned.